Event description:
4:30 - 5:00 the IV pump alarm sounded indicating air was in the IV solution tubing. There was one foot of air in the tubing from the sensory area tyo puncture area. Took the tubing out of the machine to purge the air, and noticed fluid dripping from a bubble at a pin prick size hole. The tubing was changed, the old tubing was forward to the materials management departmentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.